Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyj0011 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reyj0011) have been reported from the same UK facility. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. Device not returned.

Event description:
It was reported that the hospital went to flush the line and found an alleged subcutaneous leak. The line was said to have been in situ since (B)(6) 2015. Line was said to have been removed and a new one had been placed. The patient will reportedly be going to another hospital to the plastics department to be reviewed and see if additional treatment is required.